Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch was cleaned, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported a malfunction of the adjustable pressure limit (apl) valve, resulting in the loss of ventilation. There was no report of patient involvement.